Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device reported that the device was explanted in 2006 as a result of a low battery. No further information was available. No adverse patient effects were reported as a result of this clinical observation.